Event description:
These reports are being filed under retrospective summary report; (B)(4). Device displayed error code that was subject to subsequent field action. (B)(4).

Manufacturer narrative:
Method: device internal memory reviewed. Total reports summarized: 287 (inclusive). These reports are being filed late as they pre-date a philips medical decision to initiate a field action for this issue. (B)(4).